Manufacturer narrative:
Bec customer technical specialist (cts) assisted the customer over the phone with bleach cleaning the probe and probe wipe assembly. Following troubleshooting, the customer stated the probe was no longer dripping. The cause of the leak may be attributed to a clot in the probe which was released with the bleach cleaning. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the probe on their coulter act diff analyzer leaked about a spoonful of clear liquid after they ran sample. The customer provided printouts from one patient run before and after the event and bec review of data showed that all results correlated. No erroneous results were generated. The customer was wearing gloves and a lab coat at the time of the incident. No injury or exposure was reported.